Event description:
It was reported that bd emerald¿ syringe, luer slip centric tip had air bubbles forming in the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with ten reference samples. No leakage or air entrance was observed when filling with bd microlance needle. Bd has checked the syringes using a calibrated gauge and bd has seen that the conical luer fitting of the syringes are correct. Bd could not confirm the reported issue. Based on the nonconformance description, bd believes that the issue could be related with some ineffective luer slip fitting between the needle and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The exact root cause for this issue is not possible to be determinate. This could also be related with the engagement force if the user apply very low force.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ syringe, luer slip centric tip had air bubbles forming in the syringe. No serious injury or medical intervention was reported.